Event description:
Pt had stroke-like symptoms (weakness, slurred speech), on day after prosorba treatment. Admitted to hosp several days later for evaluation of possible stroke. After discharge, pt told apheresis nurse they had no residual side effects and was not sure whether they had a stroke. After multiple attempts to have medical release form signed, the pt has now declined. No info regarding diagnosis or test results during hosp can be obtained. After multiple attempts to obtain medical records regarding this hospitalization, fhc was informed in march 2004 that this pt has refused to sign the necessary release form.